Event description:
Manufacturer's investigative unit reports lancet is protruding from multiclix device cap. No adverse event reported. The device had been returned to the manufacturer for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).